Manufacturer narrative:
Concomitant medical products: product ID: crtd, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post generator change the patient experienced an infection and erosion. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. It was further reported that one day post implant due to patient confusion the new rv his bundle lead became dislodged and was explanted. No further patient complications have been reported as a result of this event.